Event description:
This patient's ra lead was found to be dislodged and the physician ordered the device mode to be changed to vvi 60. The patient is to follow-up in one week to discuss how the patient is doing. At the one week follow-up, the mode remains at vvi 60, but the rv lead is now showing higher than normal thresholds, even when programmed unipolar. Both the ra and rv leads will be revised at some point. This is all of the information that was provided to us. All available information suggests this lead remains actively implanted and no surgical intervention was performed to revise it. No adverse patient side effects were noted. Should additional information become available, this event will be updated.

Manufacturer narrative:
On 6/15/15 - this lead was revised on (B)(6) 2015. This lead remains implanted and no adverse patient side effects were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).